Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary- the product has not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found the device inside of the packing tray, the condition of the packing could not be observed. The device had signs of use such as scratches at the cap part, the tip condition could not be observed. No other anomalies could be observed. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review- given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed.

Event description:
It was reported that during pre-surgery inspection it was observed that the vapr tripolar 90 suction elect device had surface scratches on the metal side of the tip, corrosion or rust was observed at the junction between tip and shaft, and a blackened surface appearance on the ceramic portion. This event did not occur during surgery. There were no adverse consequences to the patient. No additional information could be provided.